Event description:
The user facility reports incident of a leak at the pump segment connector. Due to potential for contamination, the blood in the extracorporeal circuit was discarded resulting in ebl=200cc. No pt injury or need for medical intervention is reported. The complaint sample has been returned to this manufacturer and investigation is pending.

Manufacturer narrative:
Investigation is pending at the time of submission of initial MDR. A follow up report will be submitted when investigation is complete.